Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon (clogging of the air/water nozzle with foreign material), and also found that the air/water nozzle was not deformed, and foreign material had not been removed even if the correct reprocess was performed. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified gastroscopy using the subject device in combination with the video processor cv-290, it was found that the air/water nozzle of the subject device was malfunctioned. (B)(4) was found that the air/water nozzle was clogged with foreign material (black rubber) during the incoming inspection for repair of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china and similar past cases, omsc surmised that this phenomenon occurred because products (valve, silicone tube etc.) Which were used in combination with the subject device had been broken, and fragments of packing, etc. Entered into the air/water channel and clogged in the air/water nozzle. If additional information is received, this report will be supplemented.